Event description:
The patient, previously implanted with impella cp in the left ventricle, was placed onto impella rp flex support due to right ventricular dysfunction. The patient eventually developed flash pulmonary edema with rapid cardiopulmonary decompensation. Family withdrew care and patient expired. This report is for the imeplla rp flex (serial number: (B)(6)). An additional report will be sent for the impella cp (serial number: (B)(6)).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D4 revised primary UDI number as it was entered incorrectly on the initial report that was submitted. H6 added b13 code as it was omitted from the initial report that was submitted. Medical safety reviewed the event. There is not enough information to dissociate the impella devices used for bipella support as an associated factor to the patient's outcome. However, in this case, patient underlying condition likely contributed most to an outcome of death. Care was withdrawn which led to the patient expiring. Nvestigation summary: the investigation has been completed. Pulmonary edema/ organ failure: the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks. H6 type of investigation, investigation findings, conclusion codes and component code were updated accordingly based on the completed investigation. Related medical device reports: this impella rp flex device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.